Event description:
It was reported to boston scientific corporation in 2007 that a jagwire device was used during an unknown procedure performed three days prior (patient age, gender and weight are unknown). According to the complainant, during the procedure, this device was used with a tandem xl. The pebax coating became detached and the core wire was exposed. Some pebax was left inside of the bile duct, but the physician thought it would be eliminated naturally. Some additional pebax fell off into the colon (intestines). It was also thought that this would be eliminated naturally. The procedure was completed using this device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Based on the evaluation of the returned device, it was observed that a portion of pebax was missing from the jagwire. Although the exact cause of failure cannot be determined, the most probable cause for the reported failure may be due to the wire coming into contact with an external device.